Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; the complaint was confirmed. The cause was the latch lock sensor. Further investigation found lifting downstream occlusion (dso) seal. Replaced latch/lock flex sensor, dso seal. Performed dso/uso sensor calibration. Performed performance verification testing (pvt), the unit passed all testing criteria. Software updated. Unit reset to standard configuration. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, "latch lock inoperable"; during device evaluation it was found that the downstream occlusion (dso) seal was lifting. Patient involvement is unknown. No other information provided.